Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and noise which triggered a lead safety switch. It was noted that the noise was first noticed 7 months after the implant of the lead. Additionally, it was noted that chest x rays were performed and lead position looked correct. It was noted that there was no pacing inhibition and that the patient has a sinus rhythm. Technical services (ts) was consulted and discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported. Additional information was received, a fracture was noted in this right atrial (ra) lead. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and noise which triggered a lead safety switch. It was noted that the noise was first noticed 7 months after the implant of the lead. Additionally, it was noted that chest x rays were performed and lead position looked correct. It was noted that there was no pacing inhibition and that the patient has a sinus rhythm. Technical services (ts) was consulted and discussed troubleshooting options. This ra lead remains in service. No adverse patient effects were reported.